Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Engineering evaluations revealed that there was no system malfunction. Investigation of the case logs showed that the root cause is traced to user technique. The case logs indicate that the software first detected and then alerted the user of a possible shift of the ict during registration transfer. It is recommended to perform a landmark check before proceeding. The user was then alerted of a possible shift of the drb during navigation. The user cleared the warning and proceeded with navigation. During the bone prep work for the replacement of the implants, the software detected and alerted the user of excessive deflection forces on the load cell. This is the result of skiving forces detected while a tool is inserted into the end effector. Skiving can lead to the misplacement of screws. The software correctly detected the force and alerted the user of it. The user reported no adverse effects to the patient. The observed overall risk level is low which matches the observed anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
We experienced 3 missed screws during a case.